Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "empty battery- 1430" error message and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to main lithium-ion battery. The vent operator's guide recommends replacing the main lithium-ion battery every four years to ensure reliable functionality. Our records indicate the battery was due for replacement. The main lithium-ion battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.